Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer.

Event description:
It was reported that during testing the audio sound was low. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found scratched rear housing, and contaminated uso and dso sensors. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause was the microprocessor unit board. The mpu board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.